Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined as the issue was not reproduced. The event can be detected/prevented by following the instructions for use which state: operation manual_ inspection of the endoscopic system_ inspection of the endoscopic image confirm that light is output from the endoscope¿s distal end. ·operation manual_ important information ¿ please read before use_ warnings and cautions warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was received, noting that the instrument was sent for service because there was the problem of poor illumination on pre-testing, so it was not used on any patients; it had been properly processed as per the user manual..

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope experienced the inability of the device to transmit light. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the light guide lens (lg lens) had foreign objects. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's allegation of ¿does not transmit light¿ was not confirmed. The light guide lens contained broken fibers (foreign objects). Additionally, the grip had a scratch. The air/water cylinder had no color. The suction cylinder had no color. The plastic distal end cover had a crack. The connecting tube had a cut. The universal cord had wrinkles. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.